Event description:
It was reported that the burr and wire became stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that after eight ablations, the wire and burr got stuck and could not be removed using the dynaglide mode. The device was removed together with the wire. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection did not identify any damages or defects. During wire insertion testing, the returned wire was removed from the rotapro with resistance present due to kinks on the wire. Due to the resistance upon device removal, a test wire was inserted into the burr and was able to advance through the rotapro device and exit the advancer with no resistance or issue.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection did not identify any damages or defects. During wire insertion testing, the returned wire was removed from the rotapro with resistance present due to kinks on the wire. Due to the resistance upon device removal, a test wire was inserted into the burr and was able to advance through the rotapro device and exit the advancer with no resistance or issue.

Event description:
It was reported that the burr and wire became stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that after eight ablations, the wire and burr got stuck and could not be removed using the dynaglide mode. The device was removed together with the wire. The procedure was completed with a different device. There were no patient complications. It was further reported that the wire section protruding outside the body was cut, and a sub-catheter was attached to the wire remaining in the guide catheter to perform a wire replacement. The procedure was completed with a balloon and a drug-eluting stent.

Event description:
It was reported that the burr and wire became stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that after eight ablations, the wire and burr got stuck and could not be removed using the dynaglide mode. The device was removed together with the wire. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6).